Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. The battery cap and pump were allegedly intact. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2019 with the following findings:. During investigation, there were frequent low battery warnings and replace battery alarms in the pump history. The pump's electrical current draws were tested and were within specifications. A low battery warning occurred during testing using a known good battery. Corrosion battery compartment. Pump opened; moisture found on the printed circuit board. There were frequent low battery warnings due to moisture damage.